Event description:
The customer reported that the screen became noised during reprocessing involving an olympus gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.